Event description:
Reporter stated that patient performed back-to-back blood glucose tests, using the suspect device, with results of 400 mg/dl, 52 mg/dl, and 300 mg/dl. Reporter indicated that patient took no action based on the device results. No patient injury was reported and no treatment was received. At the time of the report, the test strips in use at the time that the discrepant results were received were not available. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.